Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited far r over-sensing. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.